Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual inspection noted multiple external insulation abrasions breaching the ring electrode, right ventricular, superior vena cava cable lumens, and inner coil lumen with abraded ring electrode and superior vena cava etfe cable coating proximal and distal to the suture tie impression. The cause of external insulation abrasions is consistent with friction to device can and friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.